Event description:
IV r.n. Attempted to access port but was unable to get a blood return and could not inject fluid. Tried longer needle with same results. Patient was sent to radiology. X-ray appears to show a "kink" at about 3cm distal to port. Injection of omnipaque into portal reservoir under fluoroscopy. A leak of the contrast medium from the catheter, approximately 6cm distal to the reservoir was demonstrated. There was some opacification of the remaining portion distal to the leak, but no significant flow of contrast medium in the superior vena cava was detected.system to be explanted at some point in the future.